Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 198 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.